Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was destination therapy due to obesity and social concerns. Over the last month the patient had experienced an increase in low flow alarms (lfa) with lightheadedness, dizziness and diaphoresis without relation to activity or bearing down. It was initially thought that this was due to being dry, the site reduced diuretics and it seemed to improve, but then the patient came in with fluid overload and ramped up low flows that now had been reduced with diuretics. The site obtained a computed tomography (CT) thorax with contrast to try and help rule out extrinsic outflow graft obstruction (eogo). The radiologist read the images, "left ventricular assist device. Swirling low density was present within the graft component extending to the ascending aorta, particularly within its proximal 9 cm. While possibly reflecting mixing artifact, nonocclusive thrombus is suspected". The event log file contained low flow estimates as well as sustained low flow hazard events with low calculated pulsatility index (pi). There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log file. It was further stated that there were no changes to patient condition that explains the lfas. Anticoagulation had been pretty stable over the last 6 months with only one sub therapeutic value. There were also no changes in ventricular assist device (vad) parameters identified not completed by the team. Only the increase in frequency of lfas despite congestion levels. An intravascular ultrasound (ivus) was completed which revealed there was in fact eogo, and stenting of the entire outflow graft was performed successfully resulting in flow improvement from 1.9 to 5 lpm after stent and balloon. After successfully stenting and ballooning the outflow graft patient was able to go home with no repeat lfas.

Manufacturer narrative:
Manufacturer's investigation conclusion:the report of extrinsic outflow graft obstruction (eogo) was unable to be confirmed. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Six CT images were provided by the account for review. Based on the submitted images, the reported eogo could not be confirmed. The controller event log file contained events from 09jun2025 through 18jun2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition.no further information was provided. The manufacturer is closing the file on this event.